Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2017 and mesh was implanted. The patient immediately experienced unspecified complications and underwent partial mesh removal in (B)(6) 2017. The patient may undergo total mesh removal at a later date. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/04/2022. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: it was reported that a patient underwent a gynecological procedure on (B)(6) 2017 and the mesh was implanted. It was reported that by the patient¿s 6 week follow up on (B)(6) 2017 the surgeon confirmed vaginal extrusion of the mesh. It was also reported that surgery was scheduled for (B)(6) 2017 for partial mesh excision. It was also reported that the pain persisted feeling like acid burning through the patient. Device not returned additional information received: incident date: (B)(6) 2017. Time period product used: 1 year 5 months. The patient is (B)(6). Events associated with patient's first event submitted via mw# 2210968-2022-02367. Events associated with patient's second event submitted via mw# 2210968-2018-73231. Events associated with patient's third event submitted via mw# 2210968-2022-02368 date sent to the FDA: 04/04/2022. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.